Event description:
It was reported that there was noise, out of range impedance, and a lead fracture. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7120q competitor implantable tachy lead, (B)(6) 2012. (B)(4). Evaluation summary: the full lead was returned, analyzed, and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.